Manufacturer narrative:
Evaluation results: one level 1 trauma fast flow systems (h-1200) was received with two h-2 pressure cuffs. The device was manufactured in 2004. A visual inspection of the device found that the h-30a air detector was no longer supported due to obsolete parts. The device's back panel was removed. Water leaked from the tank reservoir. This confirmed what was reported by customer. An additional issue was also found with the main pcb. The pcb was noted to be faulty and the line cord was worn. The device was upgraded from a h-30a air detector to h-31b model. In addition, the enclosure, main pcb, and line cord were all replaced. A tempcheck test was also performed. The measured temperature was 41.7 degrees, which was within tolerance. The device was confirmed to have passed all functional and electrical tests.

Event description:
Information was received that a smiths medical level 1 h-1200 fast flow fluid warmer has a leak in the reservoir. It was also reported the "old air sensor needs to be replaced". No adverse effects were reported.